Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) replaced external monitor cable (0012-00-1677) and ran functional test. It has been about 10 years since the equipment was manufactured, so it appears that its useful life has expired. After replacement, it was confirmed that the issue was resolved. All functional and safety test performed.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer during inspection that, the noise occurred in the external input signal of cardiosave iabp (intra-aortic balloon pump). There was no patient involved.